Manufacturer narrative:
(B)(4). Device manufacture date: the device manufacture date is unavailable. The manufacturing location is currently not available. Incorrect serial number: the device serial number was incorrect in the initial report. The serial number has been updated from (B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 2 for the same event: it was reported from (B)(6) that during a knee replacement surgical procedure, it was discovered that the saw blade device was jammed inside the battery oscillator device and could not be removed. It was reported that the event occurred during use on a patient. It was not reported if there were any delays in the surgical procedure or if a spare device was available. There was patient involvement reported. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device evaluation update: in addition to the initial malfunctions reported in the previous report. It was further determined that the tension screw plate fell down. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device evaluation: the actual device was returned for evaluation. During repair, it was determined that the reported condition was confirmed. It was determined that the cutting blade could not be removed because the pins were loose and they were moving upwards from the oscillating head base. It was further determined that the device failed the diagnostic assessment for check saw blade coupling and check saw head ratchet. It was further determined that the coupling tool side was outside the specification. The assignable root cause was determined to be due to product design, design/ construction issues. These issues have been escalated to CAPA. If additional information should become available, a supplemental medwatch report will be submitted accordingly.